Manufacturer narrative:
One swan ganz catheter with attached monoject 1.5 cc limited volume syringe and one injection port was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 13 cm and 89 cm proximal from the catheter tip. No fault messages appeared on the lab vigilance ii monitor when the catheter was connected. The thermistor was found to read 36.9 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 38.89 ohms. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body, balloon or returned syringe was observed. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examinations were performed under microscope at 20x magnification and the unaided eyes. Customer report of cco measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patients clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that an inaccurate continuous cardiac output (cco) value was observed during use with a swan ganz catheter. The customer commented that the cco value moved up and down. The cable was replaced but the problem was not solved. The catheter was replaced and the problem was solved. Information such as indicated value, expected value, if the value was affected by the patient condition or if the patient was treated based on the incorrect value was not available. It is unknown if an error message or abnormal waveform was observed. It is unknown if there was an occlusion, leakage or kink noted in the catheter. The patient demographic information was requested but unavailable. There were no patient complications reported.